Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced issues related to missed meal announcements, with the user acknowledging inconsistent meal announcements and a blood glucose value of 156 mg/dl obtained during the call. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 195 mg/dl accompanied by shaking/ tremors. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included review of meal announcement behavior and user-reported blood glucose questionnaires. Investigation of this case revealed user-related use error due to missed meal announcements, with the ilet device and its components not identified as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with missed meal announcements.